Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal body chipped. Based on the result, we concluded that it was caused due to the physical damage applied on the distal body. In addition, our technician confirmed that the remote control buttons perforated, the insertion flexible tube buckled, the light guide cable buckled, the control body cracked, and the u/d knob white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the distal body chipped, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal case missing.